Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was not pacing in bipolar pacing configuration and the bipolar impedance could not be measured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.